Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced onsite by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed and noted a damaged latch roller. The cause was undetermined. The latch roller was replaced to correct the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.